Event description:
Patient for a CT. Outpatient diagnostic imaging (di) reports that while prepping skin w/chloraprep from an unopened IV start kit, patient noted pain. A scratch was noted and upon inspection of the chloraprep sponge, glass was noted to be sticking out of the sponge. The right antecubital (rac) wound produced several specks of blood.